Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, it was noted that the patient had calcified leaflets and annulus with possible bicuspid anatomy. The size of the annulus was 91.1 millimeter (mm). The valve load was confirmed via visual, tactile and fluoroscopy check. The valve was loaded once before use. Pre-implant balloon aortic valvuloplasty (bav) was performed twice using a 22 millimeter (mm) non-medtronic (true) balloon and a 26mm non-medtronic (true) balloon. Two deployment attempts were made; however, the valve dislodged twice due to the valve's position. After the third recapture, the valve was deployed to 80% and a possible infold was observed. All nodes were involved in the overlap. Of note, the target implant depth was 3-4 mm. An attempt was made to use the cuspal overlap technique and to align the commissures. The valve was recaptured and withdrawn from the patient, and a new valve was successfully implanted. It was reported that the physician felt the infold was caused by the patient's possible bicuspid anatomy, annular calcification and a root angle of 66 degrees. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 30-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.